Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy below -5% but above -15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).

Event description:
On (B)(6) 2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is a flowrate offset% issue where flowrate offset% at pre-rework is 3% and at post-rework it is -3%.no patient involved as this is observed during preventive maintenance.

Manufacturer narrative:
On (B)(6) 2024 flowrate issue was observed during preventive maintenance activities performed at zyno medical, llc. Cause not established as there is a track of yearly maintenance done on this device for years 2024 and 2023.. All the issues resolved/repaired as this is observed during preventive maintenance. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.